Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing came apart from the top portion and this issue occurred third time. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set-in place. No further information available.